Manufacturer narrative:
Device passed self test and a21 error test. No unexpected a21 alarm, rest alarm and time/clock anomaly noted. A3 pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No unexpected no delivery alarm or rewind anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump had unexpected restart and insulin pump was shut off. Customer¿s blood glucose level was unknown. Customer reported that the unexpected restart happen after battery change. Customer reported time and date lost. Insulin pump was slower during rewind. The insulin pump will be returned for analysis.